Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2019.

Event description:
It was reported that the ipg was bothering the patient as it was too large. The patient underwent an explant procedure. The explanted device was discarded.